Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 in the afternoon with blood glucose was 458 mg/dl. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. The customer reported that document the outcome of the hospitalization was treated with intravenous fluids, insulin drip for a few hours, then he went back to the insulin pump. The insulin pump will not be returned for analysis.